Event description:
Revision surgery - due to instability and flexion. The surgeon removed a size 9mm insert and replaced it with a size 13mm insert.

Manufacturer narrative:
The reason for this revision surgery was reported as instability in flexion after an indeterminate amount of time in-vivo. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of and not returned to djo surgical for examination. A review of the device history records could not be performed without sufficient information regarding the part and lot numbers. The root cause for the instability could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.